Event description:
It was reported that the customer had a threshold suspend on the insulin pump. The customer's blood glucose level was 174 mg/dl. The customer does not exhibit symptoms of low blood glucose. The customer was advised to review sensor glucose versus blood glucose. The patient was advised to monitor and call back for more assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.